Event description:
The surgery implanted a lens and upon insertion it was noted there was a hole in the posterior chamber. The surgeon enlarged the incision to remove the lens. Co has requested additional info but to date it has not been received.